Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "the piece on the end of the inserter that locks to the implant, broke into two pieces. One piece they realized right away. The other piece they didn't realize until they took an xray of the patient and found it and got it out. It slowed down surgery time."